Event description:
In early 2009, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The pt's mother reported that the alleged power issue began five days prior at 4:00pm. As a result of the issue, the reporter claimed that the pt continued to take his usual dose of medication (set amount of 13 units of novolog insulin). The day after the alleged issue began; the reporter claimed that the pt felt shaky and lightheaded. The reporter denied that the pt received medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the subject meter's battery had been replaced. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.